Event description:
The customer contact reported difficulty regulating flow; subsequently, solution leaked onto the floor and the healthcare professional slipped on the solution. The tubing set was primed with an unspecified solution and the cair clamp was closed. The primed tubing set was to be used during a surgery the next day. After an unspecified length of time, the healthcare professional noted that solution had leaked onto the floor from the end of the tubing set. It was reported that as the healthcare professional was getting a towel to clean up the spill, she slipped on the solution that leaked and fell. Reportedly, the healthcare professional "pulled off her hamstring." The customer contact stated that "it's a permanent injury and she will get back 90%." No info regarding medical intervention was provided. Though requested, the customer contact declined to provide add'l info.

Manufacturer narrative:
The customer indicated the device was discarded.